Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was said to have been caused by a cold, no further explanation was provided; therefore the cause will be treated as unknown. The patient began anti-inflammatory treatment with levofloxacin and added vancomycin intraperitoneally (frequency and dosage not reported). At the time of this report, the patient had not recovered from the event. Pd therapy was ongoing during treatment. No additional information is available.